Manufacturer narrative:
After clinical/secondary review of this file performed on 12/1/2020, it was decided to remove code autoimmune disorder and add code generalized illness, to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4). Removed code autoimmune disorder.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from unspecified autoimmune diseases. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.